Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that his blood glucose was elevated to 500 mg/dl with symptom of vomiting on (B)(6) 2011 while he encounters issues with air bubble in the tubing of the animas pump. Reportedly, the patient was able to insulin via the animas pump to correct the elevated reading. During troubleshooting, the patient noted the following: the cartridge is filled with 2 ml with the correct technique to pressurize the insulin. The insulin was left at room temperature prior to filling the cartridge. The plunger was cycled as instructed per the owner's manual. The cartridge was inspected and any air bubble was removed. The infusion set is secure to cartridge at the luer lock connection. There is no any visible structural damage to cartridge, o-ring luer lock or tubing. The patient noted there was air bubble in the system. The issue was resolved with training. This complaint is being reported because the patient had elevated blood glucose with symptom suggestive of hyperglycemia after he had issues with air bubble in the tube of the animas pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/03/2015-product analysis: the device was returned and evaluated by product analysis on 11/20/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data failed to reveal any related issues or alarms; data relevant to the complaint date was overwritten due to extended continued pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No air bubble issue was observed during investigation. Unrelated to the complaint, investigation revealed the display screen was discolored. The cartridge compartment was damaged; the returned cartridge cap was able to secure properly to the pump. The keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts.